Event description:
A phone call placed to technical services on (B)(6) 2013 indicates a red alert for high rv lead impedance. Rv pacing impedance jumped up and down during the entire recording period of last 18 months with values jumping from 450 to >1 600 ohm and more recently the higher values increased to around 2000 ohm. The physician is unknown at (B)(6) in (B)(6) denmark. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).